Event description:
Covidien received info stating that while in use on a pt an 840 ventilator stopped cycling. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).